Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not properly secured to the stand. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer request's part ID to replace parts while unit was not in use, unit was loose on stand and central processing unit (cpu) tray cover and thumbwheels were worn and needed to be replaced. The rse provided parts ID for the cpu tray cover for the repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 26jul2024, 15aug2024, and 05sep2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.